Manufacturer narrative:
This follow-up report is being submitted based on initial information and investigation results. Customer has indicated that the product will not be returned to zimmer biomet for investigation since the implant is still implanted. Concomitant medical products: 12/14 cocr femoral head 40 mm +0 catalog#: 00801804002 lot#: 61371545, trilogy acetabular shell 58 mm od cluster catalog#: 00620005822 lot#: 61260632, modular cup neutral liner longevity 58 x 40 catalog#: 00630505840 lot#: 61236937, bone screw 6.5 x 30 self-tap catalog#: 00625006530 lot#: 61277447. Multiple MDR reports were filed for this event, please see associated reports: 2648920-2016-00077. Reported event was confirmed through review of medical records. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post primary surgery, due to groin pain, calcar osteolysis and suspected local tissue reaction from metal ion debris. During the surgery, discoloration was observed on the based of trunnion and metal debris was observed on the base of trunnion and inside of femoral head.

Manufacturer narrative:
This report is being submitted to relay additional information. Previous reports were submitted in error, as the stem was not explanted. Multiple reports are being submitted for this event. Please see associated reports: 2648920-2016-00077, 0001822565-2017-06412